Event description:
The facility representative reported a flogard device with an "occlusion x3". The reported problem was observed during biomed testing. Although baxter attempted to obtain information, additional details were not available. There was no report of patient injury or need for medical intervention.

Manufacturer narrative:
The reported condition of occlusion x3 was confirmed but not duplicated. The reported condition is due to a broken door latch. The door latch was replaced. (B)(4).